Event description:
It was reported that the patient presented to the emergency room with a pericardial effusion. A pericardial window was performed, and the right ventricular (rv) lead was repositioned. A perforation was suspected. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.